Event description:
It was reported that during routine device check, high, out of range hv lead impedance was observed. Poor contact in pocket, or encapsulation is suspected. Further evaluation is planned. Patient condition was good and stable.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported high hv lead impedance was confirmed in the laboratory. The device was tested on the bench and a connection anomaly between a transistor and the hybrid substrate was suspected to be the cause of the reported high hv lead impedance.

Manufacturer narrative:
(B)(4).

Event description:
New information notes the high, out of range hv lead impedance was still observed. The device was explanted and replaced for normal eri.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.